Manufacturer narrative:
T:flex user guide states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer troubleshot the issue on their own and found that the occlusion was within their infusion set tubing. Tandem technical support (cts) instructed the customer to change their infusion set tubing. The customer successfully performed this supply change and resumed insulin deliveries. Cts informed the customer in that using u-500 insulin is contraindicated to be used with the pump.